Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/17/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A root cause could not be determined via data. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.